Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for field action# isifa2022-01-c, as previously listed in section h9.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and a visual inspection found the spring dislodged from its original position at the proximal end. As a result of the dislodged spring, the blade does not retract back and appears exposed inside the jaws. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the customer encountered a ¿caution blade may be exposed¿ error when the vessel sealer extend (vse) instrument was placed in the port. Use of the instrument was discontinued and it was replaced with a backup. The user completed the procedure and no known impact or patient consequence was reported.